Event description:
On 28/feb/2025, fresenius became aware this 61-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fungal infection on (B)(6) 2025. The patient¿s pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1942 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown), however, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared. Although the etiology of the serious adverse events is unknown, the pdrn reported they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Additional information: h10 clinical investigation clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 28/feb/2025, fresenius became aware this 61-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fungal infection on (B)(6) 2025. The patient¿s pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1942 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown), however, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared. Although the etiology of the serious adverse events is unknown, the pdrn reported they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 28/feb/2025, fresenius became aware this 61-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fungal infection on (B)(6) 2025. The patient¿s pd registered nurse (pdrn) reported the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1942 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown), however, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared. Although the etiology of the serious adverse events is unknown, the pdrn reported they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.